Event description:
It was reported that 3-4 days after a surgical procedure using the zip surgical closure device the patient presented at the emergency room with excessive bleeding, the patient was admitted and treated with tranexamic acid and the dressing was changed over the surgical site. The patient reportedly has factor 5, a blood clotting disorder. No further complications have been reported.